Manufacturer narrative:
Visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side exchange due to concerns with the product and left side rupture. Device has been explanted.

Event description:
Patient reported a left side exchange due to concerns with the product and left side rupture. Device has been explanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.